Event description:
Report received from (B)(6) stating that the device had "heat". The device was not being used during surgery. It was reported that there was no patient/user injury or medical intervention. It is unknown if a delay in the surgical procedure occurred as a result of the device issue. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).